Event description:
It was reported that the plunger could not be removed after suture placement in the heavily calcified right common femoral artery using the preclose technique with a proglide device using a 6f sheath prior to an endovascular abdominal aortic aneurysm (aaa) procedure. A surgical cutdown was performed to remove the proglide device and the sutures. The sheath was upsized to 18f and the aaa procedure was completed. Hemostasis was achieved surgically. There was no reported adverse patient sequela. There was a less than 30 minute delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and in large hole technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4) - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.